Event description:
A customer reported that the touch screen of their device was less responsive than before. There was no adverse impact to the customer's blood glucose level. No follow-up was conducted, as the customer declined further action, and no additional information was provided. The serial number of the pump was unverified, but an active serial number was added from the patient file.